Manufacturer narrative:
A getinge field service engineer (fse) stated that after checking the error log, and found records of #78, #79, and #80. Code 80 just shows that system reset took place. Fse replaced executive processor board (d670-00-0770) as a part for isolation work and continuous operation was performed, the problem reoccurred the next day. Next, the video generator board (d670-00-1182) was replaced and the machine was operated continuously for a week, and normal operation was confirmed. After that, an inspection was performed based on the inspection record sheet. Operation confirmation result: good.

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed a message stating that maintenance was required. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions).